Manufacturer narrative:
(B)(4). Batch # r5790g. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload was unfired and had the swing tab in the unlocked position. In addition the right gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the damaged on the cartridge was caused when the cartridge was removed from the device, please reference the "instructions for use" for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, the side of the cartridge deck was damaged when the surgeon tried to fire on the colon. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.